Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The device was reprogrammed and the device remains in service. No adverse patient effects were reported. New information received indicates that due to recurrent oversensing with inappropriate therapy and low r-wave amplitudes, this device has been deactivated while the physician evaluates resolution options.